Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. Additional information received from the field representative indicated that a pocket revision was performed wherein the pocket was flushed with antibacterial solution. The patient was prescribed with antibiotics for several weeks however the pocket did not heal. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.